Event description:
A hosp rep reported a leak at the connection of the transfer set pt connector and a quinton plastic adapter. The incident occurred while the pt was receiving a transfer set change in the emergency room. The rep was unable to provide any further info related to this incident.